Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling an nxt connector is inconclusive due to the state of the returned sample. Two photographs of distal groshong nxt connector pieces were returned for evaluation. An initial visual observation of the first photograph showed a groshong catheter inserted into and through a distal nxt connector piece. The second photograph showed what may be another nxt connector piece, however no catheter could be seen within this connector piece. It is obscured by the clinician¿s hands, but it appears that an attempt is being made to insert a catheter into this connector piece in the second photograph. The alleged difficulty assembling an nxt connector could not be confirmed from the returned photographs and no root cause(s) could be determined. Therefore, this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the extension tubing got stuck, unable to be moved. No other information was provided. It was stated this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0108 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing got stuck, unable to be moved. No other information was provided. It was stated this occurred with two devices. This report addresses the second device.